Event description:
A surgeon reports that a pt is not happy with her outcome following complaining that her vision is blurry and not much better than it was before her surgery. The surgeon reports the day following surgery (2005), the fundus was hazy and the back of the implant appeared cloudly/hazy. The lens remains implanted. Additional info has been requested from the surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.